Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of incident. The customer did experience abdominal pain, throwing up, nausea, vomiting and difficulty in breathing as a result of high blood glucose and diabetic ketoacidosis. The customer was treated with intravenous fluids, insulin drip and manual insulin injection. Based on customer report customer did not allege the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was inactive. The insulin pump will be returned for analysis.